Event description:
It was reported that while monitoring a dnr pt, heart rate (hr) alarms did trigger, but reportedly no alarms generated for low spo2 or low nibp. The nurse reported that although because of the dnr status the pt would not have been resuscitated, the staff would have intervened medically for low nibp. Upon arrival, a draeger svc tech found that although the ICU default setups for this monitor would have had the spo2 and nibp alarms enabled, both alarms had been disabled at the time of the reported event. The only active alarm at the time of the reported event appeared to have been the hr alarm. The draeger tech restored the ICU default setup into this delta and all appropriate alarms were then enabled. The monitor was then tested and passed all tests to draeger specifications. The monitor has reportedly been returned to use. (B)(4).

Manufacturer narrative:
Logs from the delta monitor were provided to draeger for analysis. There is no evidence in the logs that the monitor's alarm malfunctioned at the time of the event. There is no alarm history for low spo2 or low nibp, which indicates that these alarms were not turned on at the same time of the event. The logs show that when alarms were generated, they were silenced, indicating that they were acknowledged by the user. The root cause for the reported issue was that spo2 and nibp alarms were turned off. The customer's delta monitor was tested on-site, worked as intended, and returned to use. Draeger assessed the risk for the reported issue and determined that there are no new or revised risks. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this issue.